Manufacturer narrative:
Findings: pump was received with pump error during rewind test, problem isolated. Unit was received with broken battery tube threads. The motor was tested outside of the device and passed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was 5.8 mmol/l at the time of the incident. The customer returned the product for analysis.